Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after weight loss, patient experienced pain at ipg site. Surgical intervention may be undertaken to address this issue. Effective therapy restored.